Event description:
It was reported that this pacemaker exhibited a steadily rising power consumption over the past year, leading to a premature battery depletion. This rise is consistent with a degradation of an internal hardware component due to traces of hydrogen gas in the sealed pacemaker environment. The patient underwent a surgical intervention to remove the device and implant a new one. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited a steadily rising power consumption over the past year, leading to a premature battery depletion. This rise is consistent with a degradation of an internal hardware component due to traces of hydrogen gas in the sealed pacemaker environment. The patient underwent a surgical intervention to remove the device and implant a new one. No additional adverse patient effects were reported.